Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, scratch on lens was noticed. There was patient contact. The iol was discarded. Additional information received stated that scratch on lens was noticed when it was implanted in patient's right eye. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. The intraocular lens (iol) was discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).